Event description:
The pt was implanted with two surgical leads on (B)(6) 2008, it was reported that the pt's leads were not functional, and the pt was suddenly receiving stomach stimulation. An x-ray revealed that the devices had migrated and were bent. The physician removed and replaced the pt's leads on (B)(6) 2010. F/u on the pt found that he is now receiving effective stimulation; no additional issues reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.